Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. Stent strut rows 1 to 5 from the distal end of the stent were damaged and deformed. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 2.25 x 38 synergy¿ drug eluting stent was advanced however it was noted that the distal part of the stent was lifted. The device was replaced and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 2.25 x 38 synergy¿ drug eluting stent was advanced however it was noted that the distal part of the stent was lifted. The device was replaced and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.